Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported that the programming system had a non-functioning usb to db9 serial adapter cable. In troubleshooting, the existing system was confirmed to not interrogate a vns generator. After the adapter cable was replaced, the system worked as expected. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.